Event description:
Subsequent to the initial medwatch report, additional information has been received which indicates the unk xience v originally reported was not a xience v but rather a device that is currently under ide study in the united states; therefore, a medwatch report should not have been filed for this event.

Manufacturer narrative:
(B)(4). The initial medwatch report was filed in error. The event did not involve a xience v or any device approved or similar to a device approved in the u.s.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that angiography revealed long, calcified lesions in the right coronary artery and a moderate lesion in the left coronary trunk. Angioplasty was planned to implant two stents in the right coronary artery and pre-dilatation was performed with an unspecified dilatation catheter. However, due to the heavy calcification, the largest unspecified xience stent, which was intended to cover the distal segment of the artery, was not able to cross the lesion. A 2.75 x 18 mm unspecified stent was implanted in the proximal segment of the vessel. After additional support of unspecified guide wires and further dilatation was performed, the physician was able to implant a 2.5 x 12 mm, a 2.5 x 18 mm, and a 2.75 x 24 mm stent to cover the distal vessel and seal a dissection caused by the intense manipulation. There were no adverse patient sequelae and no clinically significant delay in the procedure. Though requested, no additional information was provided.